Event description:
It was reported by a company representative that a faulted system diagnostics occurred on (B)(6) 2008 and settings were reset to 0 ma on a vns patient. The event was identified through review of the manufacturer's programming history database as the patient had undergone vns generator replacement surgery due to unknown reason. The event was not corrected at the same office visit; however it was corrected at the next office visit on (B)(6) 2008.